Event description:
It was reported that the pt underwent a surgical procedure to implant posterior fixation at l2 to iliac approx four months post op. Fusion reportedly failed at l5-s1. The pt did not complain of pain. The revision surgery reportedly is required, but no revision surgery is reported at this time.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog #869-022, 510k# k040962 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.